Event description:
New information noted that the right ventricular lead exhibited lead noise occurring with arm movements. The noise was replicated multiple times with different movements. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise was noted on the egm and device triggered ventricular noise reversion mode. No intervention was performed. The patient was is stable condition and will continue to be monitored remotely.